Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The following report is only based of the history log files, because the device, which was involved in the incident, wasn´t sent back for an investigation. The data of the complained pump was for a perfusor space (article no. 8713030) with serial number (B)(6). The uploaded history file was analyzed. The reason of the over infusion was caused by wrong therapy settings. On (B)(6) 2025 a bd plastikpak 50ml syringe was selected. A vtbi of 48ml were set and a time of 1h at 18:07. The therapy was started with a flow rate of 48ml/h due to the vtbi settings. At 19:03 the syringe was empty. According to the information's stated in the complaint, the flow rate should be 2ml/h for the therapy. After the first therapy finished, a second vtbi therapy was configurated with the same empty syringe. No syringe change was performed on the pump after the first therapy. A vtbi of 48ml and a flow rate of 2ml/h were set at 19:06. The therapy was not started. At 19:15 a syringe change was performed on the pump. The pump was not used for any patient treatment again on (B)(6) 2025. Based on the available device history, the defect of an overinfusion was assessed as not confirmed. The performed infusion therapy was wrong programmed, and a technical malfunction of the device could not be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "at 5.00 am heparin was commenced at 1ml/hr as prescribed. At 6.00 am found the heparin left at 8-9 ml ie 8000iu to 9000iu. Very soon infusion was discontinued and informed to reg on call dr who reviewed the patient and advised to send urgent aptt, act, grouping holding and other bloods. Open disclosure was done. Patient is stable. Vitals checked. News- 2 bp- 115/72 hr- 111 spo2- 96%".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # (B)(4).